Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported experiencing "lots" of ventricular tachycardia episodes, despite having the device adjusted. The patient also reported having experienced a stroke and "other medical problems", and is concerned about the increase in ventricular tachycardia episodes. The device remains in use. No further patient complications have been reported as a result of this event.